Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Monitor sn (B)(4) evaluation is currently underway at zmc. Based on the available download information, there is no indication of a monitor malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was in the hospital and unconscious at the time of the event. Hospital staff witnessed the event. The lifevest delivered a 150j pulse at 00:52:45 during ventricular fibrillation (vf). The patient's rhythm after the treatment was asystole with intermittent cardiac activity. The response buttons were not used during the event. The electrode belt was disconnected at 00:54:04. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient passed away on (B)(6) 2016.